Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient's mother that a patient had been hospitalized with diabetic ketoacidosis (dka). It was reported that the patient's blood glucose levels reached 360 mg/dl while wearing the pod between 36 and 48 hours on the hip/buttocks. The patient began to vomit. Patient was taken to the emergency room and admitted to the intensive care unit. The patient's mother stated that the patient received intravenous therapy with fluids, insulin and zofran during the admission. The pod was discarded.